Event description:
It was reported that the patient's implantable cardioverter defibrillator was found in backup mode, which it had been since (B)(6) 2022. The device was reprogrammed and recovered. The patient was stable throughout the procedure.